Manufacturer narrative:
This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached maude event report (B)(4) are for the same patient, part number and event.this report filed (B)(4), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2009. The patient further reported that his knee buckled during a (B)(6) and a revision procedure was performed on (B)(6) 2011. A review of invoice history confirmed that the tibial bearing was removed and replaced with a thicker sized bearing during the revision that occurred on (B)(6) 2011. No further information has been provided to date.